Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on(B)(6) 2015, to report a detached needle that occurred during sensor insertion on (B)(6) 2015. Patient's husband stated that the needle detached when attempting to deploy. The needle did not go into the skin. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph was provided confirming the reported complaint of a detached needle. A root cause cannot be determined.